Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) push button was not loaded properly when the main unit was operated. When the button on the loader was pressed (up and down), the entire push-button seal did not fit in the button, and one sheet of the outer periphery protruded from the button. Then, the system was pushed in, but one of the outer circumferences of the pressurized system that protruded from the button was protruded from the curve of the system. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) push-button was not loaded properly when the main unit was operated. When the button on the loader was pressed (up and down), the entire push-button seal did not fit in the button, and one sheet of the outer periphery protruded from the button. Then, the system was pushed in, but one of the outer circumferences of the pressurized system that protruded from the button was protruded from the curve of the system. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) push-button was not loaded properly when the main unit was operated. When the button on the loader was pressed (up and down), the entire push-button seal did not fit in the button, and one sheet of the outer periphery protruded from the button. Then, the system was pushed in, but one of the outer circumferences of the pressurized system that protruded from the button was protruded from the curve of the system. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #(B)(4). Updated section: d10, g4, g7, h2, h3, h6, h10. Corrected section: corrected h6- evaluation results codes & evaluation conclusion code. The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the loading device. The delivery device was returned inside the loading device with the seal and tension spring assembly was observed in the loading device window. No visual defects or cracks or delamination was observed from the loading device window. The delivery device was not in its normal position in the loading device. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device, which cause the seal to unravel. The white plunger was not depressed on the delivery device and the blue slide lock was not disengaged. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.217 inches .the length of the delivery tube was measured at 2.49 inches . The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem¿ was confirmed.